Event description:
In 2008, the pt reported that she received an occlusion (e4) error while attempting to bolus 7 units of insulin and her blood glucose was elevated to 455 mg/dl and she felt very tired. To troubleshoot the pt was instructed to disconnect from her infusion site and to perform a prime. The prime was completed successfully. The pt was then instructed to perform a 1 unit bolus. The bolus completed successfully. The pt stated that the infusion site had been in place for "approx 2 days or it could be a little longer." The pt was advised to change the infusion site every 3 days. She removed the infusion site and the cannula was bent. The pt inserted a new infusion site and she was able to bolus without error. Upon follow up on four days later, the pt stated her blood glucose had returned to the normal range (100 mg/dl). The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.